Manufacturer narrative:
The 30-degree endoscope has been returned and evaluated by the failure analysis team. The endoscope was visually inspected and found a missing screw on the end cap.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the screw of 30-degree endoscope fall off from the cable. There was no report of patient involvement or no reported injury.